Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, g3, h4, h6, h11. MDR section codes updated/corrected: b, c, d. The revision was likely the result of disassembly between the humeral liner and humeral tray, prosthesis wear, and/or inclusion of the polyethylene component in the packaging recall. However, the humeral liner disassociation cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 300-01-17 - equinoxe humeral stem primary press fit 17mm: sn# (B)(6), 315-35-00 - glnd kwire: sn# (B)(6), 315-35-00 - glnd kwire: sn# (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere: sn# (B)(6), 320-15-02 - rs glenoid plate sup aug, 10 deg: sn# (B)(6), 320-15-05 - eq rev locking screw: sn# (B)(6), 320-20-00 - eq reverse torque defining screw kit: sn# (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: sn# (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: sn# (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: sn# (B)(6), 320-42-03 - equinoxe reverse 42mm humeral liner +2.5: sn# (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit : sn# (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side. Subsequently, the patient experienced pain secondary to polyethylene disassociation. As a result, approximately eleven years and one-month post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time. This is report 2 of 2 for this event/patient.